Event description:
302032 sharp needle gets blocked upon first time usage itself.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle clogged/ blocked was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 18g 1-1/2in tw needle clogged blocked. Sharp needle gets blocked upon first time usage itself.

Manufacturer narrative:
Our quality engineer inspected the photo, and sample submitted for evaluation. The reported issue of needle clogged/ blocked was not confirmed upon inspection of the sample. Analysis of the sample showed no damages or defects. Clogged needle was not observed in the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause was not determined as the defect was not replicated.

Event description:
No additional information.